Event description:
The complainant had an impella cp placed for support of a patient admitted into a tertiary center from a community hospital. The patient was in acute myocardial infarction/cardiogenic shock. The pump support was for 29 hours and then explanted with pump thrombosis. The patient survived the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation has been completed. The pump was returned for investigation. There was heavy biomaterial observed in the outflow cage. The failure could not be reproduced since the pump was cut from the catheter. Data logs were returned and investigated. At the end of the case, a motor current spike was seen followed by low flow suggesting biomaterial ingestion. Therefore, the root cause of the low pump flow issue was biomaterial. B.2 and h.1 revised as the previous selection was incorrect on initial manufacturer device report number. H.6 revised helath effect - impact code as the previous selection was incorrect on initial manufacturer device report number.